Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to their doctor due to pain/redness and swelling in their left arm and found to have a deep vein thrombosis in the subclavian vein and axillary vein near the implantable cardioverter defibrillator (ICD) implant site. It is unknown whether the ICD remains in use. No further patient complications have been reported as a result of this event.